Manufacturer narrative:
This follow-up report is being filled to relay a additional information, which was unknown at the time of the initial medwatch. Concomitant medical products- double lead ti screw 14-405032 lot 773280, double lead ti screw 14-405032 lot 096740, double lead ti screw 14-405030 lot 133190, double lead ti screw 14-405030 lot 773260, double lead ti screw 14-405054 lot 261140, offset end cap14-441280 lot 343120, tibial nail 40332 lot 114950, unknown product 21-094-46 lot n4-201.

Manufacturer narrative:
This follow-up report is being submitted to relay additional information. (B)(6). Complaint sample was evaluated and the reported event was confirmed. Scanning electron microscopy (sem analysis) revealed that the returned device showed fracture artifacts consistent with ductile overload. Energy-dispersive x-ray spectroscopy (eds analysis) revealed that the device was manufactured to design specifications. Device history record was reviewed and no discrepancies were found. Root cause was unable to be determined. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Manufacturer narrative:
(B)(4). Customer has indicated that the product is in process of being returned to zimmer biomet for investigation. Once the investigation has been completed, a follow-up MDR will be submitted.

Event description:
It was reported that during a trauma nail procedure, the tip of the inserter fractured. No adverse events have been reported as a result of the malfunction.